Event description:
It was reported that the ventilator had no air flow from the turbine during a bench test. The tech could hear high pitched whining noise. This problem was never reported by the user/patient.